Manufacturer narrative:
Product ID: 3889-28, lot# v581952, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead.

Event description:
The patient reported having a problem with the lead, apparently patient pulled it during yoga and they replaced the lead and the battery in 2013." No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).